Event description:
It was reported that a nurse placed the transparent dressing on her arm and soon afterwards had a reaction. The reaction initially started as redness under the dressing and then redness and itchiness moving up her arm and onto her body. The dressing was removed. The nurse was sent to the emergency department and was administered adrenaline.

Manufacturer narrative:
6 results : representative samples from the same lot were received for evaluation. No product defects were identified during the visual examination. The products met finished goods specification. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all raw material, in process and finished goods release criteria. Conclusion : no device failure noted and the product was within specification. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.